Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 197 events were reported for this quarter. Product return status: 197 devices were available for evaluation: 184 devices were received. 13 devices were evaluated in the field. Evaluation status: confirmed 183 reported events were confirmed during testing. 183 devices were found to be affected by missing paint chips. In progress: 14 device evaluations are in progress. Additional information: 197 devices were not labeled for single-use. 197 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 197 </noe> malfunction events in which the device had paint chips missing. 197 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 197 events were originally reported for this failure mode during the reporting quarter. 199 events should have been reported; 2 events were inadvertently excluded. - 199 previously reported events are included in this follow-up record.   Product return status 197 devices were received. 2 devices were not available for evaluation. Event confirmation status 197 reported events were confirmed; the cause traced to component failure. Evaluation results 197 devices were found to be affected by missing paint chips. Additional information 199 devices were not labeled for single-use. 199 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 199 </noe> malfunction events in which the device had paint chips missing. 199 events had no patient involvement; no patient impact.